Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: as per medwatch mw5183357: the event concerned the removal of a suspected infected competitor shoulder implant from the right shoulder during an arthroplasty procedure. Purulent discharge was observed within the humeral canal, and intraoperative swabs were collected for analysis. The would and humeral canal were irrigated, and a cement spacer with vancomycin was implanted. The original implant had been placed due to failure of a previous orif (non-union) with the plate and screws. The glenoid metaglene was well fixed in the glenoid at the time of explant. The patient experienced infection, which led to revision of the shoulder implant.